Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device did not initially power up. Further evaluation of the device found the ac power cable was disconnected from the power supply causing the initial power up issue to occur on the device. The device's ac power cable was re-connected to the power supply and the unit powered on.